Event description:
Case description: this spontaneous report was received from a us health care professional and concerns an adult male patient. He was injected with radiesse(+) into the mid face, on (B)(6) 2025. Batch number was reported as a00194690 (expiry date: 09-dec-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00194690 (expiry date: 09-dec-2026). A lot search in the global safety database was conducted. The injector reported issues with syringe, was not able to push product out (syringe issue). The injector had to switch syringes during the treatment. On (B)(6) 2025, after the radiesse(+) injection, the patient experienced an erythema and visible capillaries. At the time of this report, it was 2 weeks since the treatment and there was no change in the event. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 11-nov-2025: this case was upgraded to serious. The reported term erythema was changed to spider veins/other specified disorders of veins and was recoded from injection site erythema to injection site telangiectasia. The patients weight (79 kg) was provided. Radiesse(+) was not diluted. He was previously injected with radiesse into the mid face on (B)(6) 2025, with no complications. The patient had no known drug allergies (reported as nkda), and no past medical history (reported as pmhx). The event was localized in the right mid face. The patient received one intense pulsed light (reported as ipl) laser treatment to the area with some improvement, with his second treatment scheduled. No laboratory tests were performed. At the time of this report, the patient continued to have visible spider veins in the right cheek. A diagnosis was coded as other specified disorders of veins. The patient was not hospitalized. The outcome of the event was reported as resolving (changed from not resolved). In the opinion of the reporter, treatment was necessary to accelerate recovery and to prevent permanent damage, the event was related to the radiesse(+) injection because the product had an issue that was noted to be a significant problem after the injection was completed. Therefore, the causality for the event was changed from reasonable possibility/suspected to related.

Manufacturer narrative:
The batch record review for radiesse(+), lot: a00194690, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch: a00194690) and no similar events were noted. This case was assessed by merz north america as non-serious. The event of injection site erythema was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Syringe issue was coded only for formal reasons. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 11-nov-2025: this case was upgraded to serious. The reported term erythema was changed to spider veins/other specified disorders of veins and was recoded from injection site erythema to injection site telangiectasia. The outcome of the event was reported as resolving. In the opinion of the reporter the event was related to radiesse(+). This case was assessed by merz north america as serious. The event of injection site telangiectasia was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported erythema was considered to be a symptom of the reported event spider veins/other specified disorders of veins and therefore was not coded. Syringe issue was coded only for formal reasons. Possible confounding factor in this case includes the reported syringe issue where the provider reported they were unable to push product out. However, information provided was sparse and a contributory role of the treatment with radiesse(+) cannot be excluded with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site telangiectasia was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00194690, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00194690) and no similar events were noted. This case was assessed by merz north america as non-serious. The event of injection site erythema was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Syringe issue was coded only for formal reasons. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 11-nov-2025: this case was upgraded to serious. The reported term erythema was changed to spider veins/other specified disorders of veins and was recoded from injection site erythema to injection site telangiectasia. The outcome of the event was reported as resolving. In the opinion of the reporter the event was related to radiesse(+). This case was assessed by merz north america as serious. The event of injection site telangiectasia was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported erythema was considered to be a symptom of the reported event spider veins/other specified disorders of veins and therefore was not coded. Syringe issue was coded only for formal reasons. Possible confounding factor in this case includes the reported syringe issue where the provider reported they were unable to push product out. However, information provided was sparse and a contributory role of the treatment with radiesse(+) cannot be excluded with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site telangiectasia was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment after follow-up information was received on 04-dec-2025: radiesse (+) risk file was reviewed (B)(4). Review of r130818-s4 revision 04 risk assessment matrix confirmed there is a harm present, 'vascular compromise (major)', that pertains to the reported event of 'injection site telangiectasia.' These hazard ids have a harm of 'vascular compromise (major)', where professional medical intervention is required to prevent permanent impairment or damage. The associated probability of occurrence for vascular compromise (major) is either 'improbable' or 'occasional', which are defined as reported incidents occurring < 1.00ppm or 10.0-99.9ppm per units sold, respectively. Across the 01-nov-2023 to 29-oct-2025 distribution ((B)(4) units) and 01-nov-2023 to 19-nov-2025 event data reviewed, vascular compromise (major) events were noted as occurring twelve (12) times. As such, the rate of occurrence for vascular compromise (major), is 6.92 ppm, within the currently assigned probability. As such, no amendment of the radiesse(+) risk management file is required to add a harm or modify severity of harm or probability. This event does not suggest a novel safety concern where it would necessitate revision of the risk files and is sufficiently covered within the risk files. As there is no amendment to the risk files, the overall benefit/risk ration remains acceptable, as all risks are reduced as far as possible and there are no unacceptable risks. This event will continue to be tracked and trended, and action taken as appropriate. Based on the information provided, causality for the event injection site telangiectasia remains assessed as possibly related to the treatment with radiesse(+). This case remains assessed as reportable to the FDA, as the event injection site telangiectasia was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 07-jan-2026: off label use of device was added. In the opinion of the reporter, the event was possibly related to radiesse(+). Off label use of device was coded only for formal reasons. Injection into the cheeks is no approved indication for radiesse(+) in us. Based on the information provided, causality for the event injection site telangiectasia remains assessed as possibly related to the treatment with radiesse(+). This case remains assessed as reportable to the FDA, as the event injection site telangiectasia was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns an adult male patient. He was injected with radiesse (+) into the mid face, in (B)(6) 2025. Batch number was reported as a00194690 (expiry date: 09-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00194690 (expiry date: 09-dec-2026). A lot search in the global safety database was conducted. The injector reported issues with syringe, was not able to push product out (syringe issue). The injector had to switch syringes during the treatment. In (B)(6) 2025, after the radiesse (+) injection, the patient experienced an erythema and visible capillaries. At the time of this report, it was 2 weeks since the treatment and there was no change in the event. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 11-nov-2025: this case was upgraded to serious. The reported term erythema was changed to spider veins/other specified disorders of veins and was recoded from injection site erythema to injection site telangiectasia. The patients weight (79 kg) was provided. Radiesse (+) was not diluted. He was previously injected with radiesse into the mid face on (B)(6) 2025, with no complications. The patient had no known drug allergies (reported as nkda), and no past medical history (reported as pmhx). The event was localized in the right mid face. The patient received one intense pulsed light (reported as ipl) laser treatment to the area with some improvement, with his second treatment scheduled. No laboratory tests were performed. At the time of this report, the patient continued to have visible spider veins in the right cheek. A diagnosis was coded as other specified disorders of veins. The patient was not hospitalized. The outcome of the event was reported as resolving (changed from not resolved). In the opinion of the reporter, treatment was necessary to accelerate recovery and to prevent permanent damage, the event was related to the radiesse (+) injection because the product had an issue that was noted to be a significant problem after the injection was completed. Therefore, the causality for the event was changed from reasonable possibility/suspected to related. Follow-up information was received on 04-dec-2025: radiesse (+) risk file was reviewed (reference number (B)(4). Case closure dated on 06-jan-2026: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 07-jan-2026: the patient was injected with 1.5 ml (one full syringe) of radiesse (+) bilaterally into the medial cheeks (off label use of device), on (B)(6) 2025. The injector reported issues with the syringe, where they had to switch the needle and noticed clear fluid coming out of the syringe. Previous injections included radiesse on two separate occasions with no adverse event. In (B)(6) 2025 (also reported as approximately one week after the injection date), the patient reported the event. The outcome of the event remained unchanged. In the opinion of the reporter, the event was possibly related to radiesse (+). Therefore, the causality was changed from related to possible.